Event description:
It was reported that when the kit was opened, all the ampules were found broken. A second kit was opened with the same issue for this patient. See MDR 1036844-2013-00343 for the second kit opened.

Manufacturer narrative:
(B)(4). The device will not be returned.